Manufacturer narrative:
The initial report had the incorrect blood glucose information. The correct information has been provided in this report. (B)(4).

Event description:
It was reported that current blood glucose of customer was 330 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to hyperglycemia on (B)(6) 2019. The customer blood glucose level was 540 mg/dl at the time of incident and the current blood glucose level was 300 mg/dl. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated experienced symptoms such as nausea for high blood glucose event. Customer reported they have contacted their healthcare professional regarding the high blood glucose level. Customer declined to perform a carelink upload. The customer stated that the found tiny air bubble along the tubing. The insulin pump will not be returned for analysis.